Event description:
During a right total hip replacement, a drill bit from a hip revision set was used to drill down into the isthmus. Approximately 3 cm of the end of the drill bit broke off, this was grasped with schlesinger rongeur and removed completely. The operative procedure continued without complication.